Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the patient had been sustaining in an atrial flutter with a heart rate of up to 150 since admission. At 23:49pm patient had a 4.7 second arrest followed by a 2.8 second pause. When measured the patient's heart rate dropped to below 15 for the duration of this pause. The nihon kohden monitor did not alarm appropriately. It rang with a warning alarm showing tachycardia and a heart rate up to 165. Immediately, once the monitor tech noticed the arrest when going through the ectopy banks, the registered nurse was notified and doctor was called in regarding the arrest. No harm to the patient was reported. Biomedical engineer was asked to test the system. Biomedical engineer states that the data shows that there was roughly 4 seconds where there was no qrs noted. Patients are monitored in a multilead analysis with their six lead cables. Received event logs from customer, will be reviewed for further evaluation. The device was never sent in for evaluation. Nkc confirmed that the aflutter waveform during cardiac arrest was detected as a qrs and therefore the conditions of asystole and bradycardia were not met. In addition, the tachycardia alarm sounded because it counted aflutter as qrs. The algorithm performed as expected based on the sensed rhythm. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the patient had been sustaining in an atrial flutter with a heart rate of up to 150 since admission. At 23:49 pm, patient had a 4.7 second arrest followed by a 2.8 second pause. When measured the patient's heart rate dropped to below 15 for the duration of this pause. The nihon kohden monitor did not alarm appropriately. It rang with a warning alarm showing tachycardia and a heart rate up to 165. Immediately, once the monitor tech noticed the arrest when going through the ectopy banks, the registered nurse was notified and doctor was called in regarding the arrest. No harm to the patient was reported. Biomedical engineer was asked to test the system. Biomedical engineer states that the data shows that there was roughly 4 seconds where there was no qrs noted. Patients are monitored in a multi lead analysis with their six lead cables. Received event logs from customer, will be reviewed for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the patient had been sustaining in an atrial flutter with a heart rate of up to 150 since admission. At 23:49pm patient had a 4.7 second arrest followed by a 2.8 second pause. When measured, the patient's heart rate dropped to below 15 for the duration of this pause. The nihon kohden monitor did not alarm appropriately. It rang with a warning alarm showing tachycardia and a heart rate up to 165. Immediately, once the monitor tech noticed the arrest when going through the ectopy banks, the registered nurse was notified and doctor was called in regarding the arrest. No harm to the patient was reported. Biomedical engineer was asked to test the system. Biomedical engineer states that the data shows that there was roughly 4 seconds where there was no qrs noted. Patients are monitored in a multi lead analysis with their six lead cables. Received event logs from customer, will be reviewed for further evaluation.